Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) sent an email reporting a diagnosis of corneal ulcer in (B)(6) 2019 while wearing the (B)(6) brand contact lenses. The pt reported the lenses are tearing easily and reported discomfort with 1 suspect left eye (os) contact lens. On removal of the os lens, the pt noted the os was red and tearing. The pt went to an eye care provider (ecp) and was diagnosed with an os corneal ulcer. The ecp instilled an eye drop (name was not provided) and was prescribed a cream to use (details unknown). The following day the pt went to another ecp and was prescribed oflox tid and a cream (details unknown) bid and systane eye drops q2h. The pt reported there may have been another antibiotic, but the pt can¿t recall the details. The pt reported no contact lens wear for 1 month and reports photophobia for 1 month. The ecp released the pt to return to contact lens wear (date was not provided). The pt reported daily lens wear with a 2-week replacement schedule. The pt uses opti-free to disinfect the lenses. On (B)(6) 2019 a call was placed to the pts second treating ecp and a representative advised the pt was seen at the clinic on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. No additional information was provided. On (B)(6) 2019 an email was received from the pt with attached images, and additional information was provided. 2 images: an image of a swollen eye and an image in an eye patch. The pt reported ¿pictures of my left eye caused by the corneal ulcer on (B)(6) 2019.¿ image of medical statement dated (B)(6) 2019, ¿left eye ulcer (illegible).¿ the pt reported visiting the first treating ecp on (B)(6) 2019, after experiencing discomfort, tearing, and swollen os the same day. The pt visited the second treating ecp on (B)(6) 2019. The pt reported that after a month of discontinuation of contact lens wear, the treating ecp released the pt to resume contact lens wear ¿since the wound had closed.¿ pictures of the medication prescribed: cold compresses several times daily, preferably with saline solution; regengel lower os lid 2x daily for 7 days; systane 1gtt os, 5x daily or with discomfort; oflox 1gtt os every 3 hours for 7 days. On (B)(6) 2019 a call was placed to the pts first treating ecp and a representative confirmed the diagnosis of corneal ulcer. The pt was prescribed systane and trobranol. No additional information was provided. On (B)(6) 2019, a call was placed to the pts second treating ecp and a representative confirmed the pt had a corneal lesion os on (B)(6) 2019. The pt returned to the for a follow-up visit and the lesion had improved. The pt was examined on (B)(6) 2019, os corneal ulcer was healed. The pt was authorized to return to contact lens wear. The lot number of the suspect lens is unknown. The pt discarded the os suspect lens. No evaluation can be completed. If any further relevant information is received, a supplemental report will be filed.